Event description:
Information received from the field notes that a post- operative check showed >3 kohms atrial impedance in the bipolar configuration. Unipolar impedance was 350 ohms. Sensing was okay in bipolar, but capture couldn't be checked due to atrial fibrillation. Therefore, the device was programmed to unipolar pacing on the atrial channel. The patient was administered medication for the atrial fibrillation.